Event description:
Boston scientific received information that there was noise on this right ventricular (rv) lead. Additional information from the field representative indicated approximately after one month, this rv lead was evaluated through x-ray which showed there was fracture at the clavicle and lead revision was done. The field representative had already observed a few months ago that there was noise, myopotential at 2.5mv increased to 5mv and r wave was at 10 mv. There were no patient symptoms that were observed. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. This investigation will be updated should further information be provided.